Event description:
It was reported that the patient experienced a syncopal episode. The implantable pulse generator (ipg) exhibited a pacing problem. A device replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.